Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a "belt slip" and "underspeed" (refer to MDR #1828100-2015-00243) error messages during cardioplegia (cpg) delivery. The device was not changed out, as the issue kept occurring during the case but was able to get it to work enough to finish. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 03/03/2015: in this case, an 8:1 cpg kit was installed and used with the roller pump. The perfusionist (ccp) stated she had no issues setting occlusion of the roller pump during priming of the cardioplegia kit. Using pressure as a reference for adequate occlusion setting, was used per normal practice. During delivery of a number of cardioplegia doses, the roller pump would slow down (near zero speed) and then return to the previous set speed. There were audible tones and messages posted: underspeed and belt slip. (B)(4). The ccp re-adjusted the pump occlusion by loosening until she observed blood backing up into the drug line and then gradually adjust until the blood back-up stopped. This helped, but the underspeed and belt slip messages continued but not as often. The ccp also adjusted the tubing in the roller pump in attempt to correct the pump's behavior. In the end, the behavior was improved but was not eliminated completely. The ccp stated this prolonged the cardioplegia delivery times but did not delay the surgical procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00243. Upon arrival the field service representative (fsr) noted that the occlusion of the pump was near maximum setting (within ten gradations of maximum). The customer uses dual tubing. The fsr was able to duplicate the reported issue by over-occluding the line. The roller pump display would indicate "belt-slip", but not "pump jam". The fsr checked the pump drive belt for contamination and found none. He checked internal connections, no problems found. Per technical support suggestion, the belt tension was increased by tightening the belt tensioning locknut by one turn. The fsr downloaded the system and cpg logs for further evaluation. After checking vent 2 pump (serial number (B)(4)), the fsr switched vent 2 pump with the cpg pump as a preventive measure with the ccps approval. The fsr reconfigured the perfusion screens to reflect the change in operation of the pump heads. The unit operated to manufacturer specifications and was returned to clinical use. Per the fsr, no parts will be returned for evaluation.